Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Report of formal claim received. Confirmed revision of pinnacle mom. Reason for revision not provided.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the 2235661 femoral stem lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the provided product/lot code combinations since their release to distribution. No additional event information or investigational inputs were provided to customer quality. As the case is in litigation, follow up for this additional information will be performed by depuy legal. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.